Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a faulty speaker. No patient involvement.

Manufacturer narrative:
H10: at the repair bench the mx40 was scrapped due to having obsoleted hardware, firmware, parts, and revision. A replacement device was sent to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.